Event description:
It was reported the patient was symptomatic and was transported to the hospital via ambulance. The clinician requested review of the device print outs that were obtained from the ambulance. It was noted that pacemaker mediated tachycardia (pmt) was potentially occurring. The device was possibly tracking an atrial tachycardia rhythm or some electromagnetic interference. Patient was scheduled for a device check in the near future. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.